Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Select patient information cannot be provided due to regional privacy regulations. The reported device is not marketed in the united states, but it is a same/similar device to one that is marketed inside the united states. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced a short battery life of the insulin pump. The customer also reported a cracked retainer ring and the reservoir was unable to lock in its place. The customer reported no adverse event. The event involved product(s) mmt-1885. Troubleshooting was performed for the cosmetic damage and the customer was advised that the insulin pump will be replaced and instructed to revert to a backup plan per health care professional instructions and place pump in storage mode. Troubleshooting was partially performed for the short battery life as the customer declined further troubleshooting. No harm requiring medical intervention was reported. The customer will discontinue use of the insulin pump. Mmt-1885 was requested and the customer response was that the device will be returned.

Manufacturer narrative:
Pump was received with a missing retainer ring. The pump passed the active current test and sleep current test. Unable to perform test sc1 cap into the reservoir compartment due to missing retainer ring. Successfully downloaded history files and traces using thump. The power management graph confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) were not within spec range. No alarms or alerts noted during testing, however, low battery alerted on 10/14/2025 16:24:00, 10/12/2025 14:10:00 and 10/06/2025 12:32:00 and off no power alerted on 10/15/2025 02:26:00, 10/15/2025 02:36:00, 10/12/2025 17:04:00 and 10/12/2025 17:14:00 found in the history files or traces. Battery cycle 16.0 received the lowbatteryalert (104) on 10/14/2025 16:24:00 faster than expected at 1.88 days. Battery cycle 15.0 received the lowbatteryalert (104) on 10/12/2025 14:10:00 faster than expected at 3.3 days. Battery cycle 13.0 received the lowbatteryalert (104) on 10/06/2025 12:32:00 faster than expected at 1.65 days. With reference to the battery duration failure analysis instructions, the customer experienced an unexpected power loss of less than 7 days per the pump history records. Pump was cut open to perform visual inspection and found no evidence of physical or moisture damage on the electronic assembly, motor, or force sensor. Per observation that the knit line near the belt clip plate is normal. The following were noted during visual inspection: detached retainer, missing o-ring (reservoir tube), cracked keypad overlay and scratched case. Customer experienced an unexpected power loss of less than 7 days per the pump history records. Charge/battery lasts less than expected was confirmed; suspecting hardware issue. Cosmetic damage was confirmed at the retainer ring. Missing retainer ring damage was confirmed. Reservoir unable to lock into place was confirmed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.